Event description:
The customer reported red-cross, error with battery, communication with battery problem and software error log -03020016. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.